Event description:
It was reported that the patient underwent a shoulder arthroplasty. During the surgery the patient was injured due to an unknown failure of the implant. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown glenoid; lot#: unknown, item#: unknown, unknown humeral head; lot#: unknown. H6: component codes: mechanical (g04), stem. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2 upon receiving additional information of the reported event, it was determined that the product was not the cause of the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.